Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the provided product and lot combinations. A review of the device history report did not reveal any anomalies regarding the reported event against the product and lot combination. The investigation concluded based on examination on the fracture surface using scanning electron microscopy (sem) confirmed the stereomicroscopic observation, showing the initiation site at the edge of the stem along its lateral side. Near the initiation site stage I (stair-step) fatigue was revealed and it propagated through the cross-section, which was the cause of the stem fracture. On the medial side, another fracture initiation site was located, indicating the hip stem was under reverse bending stress. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Re-opened (B)(4) 2012: clarification concerning the x-ray review was requested. This did not change the outcome of the previous investigation.

Event description:
Broken solution stem in vivo.

Manufacturer narrative:
Examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the provided product and lot combinations. A review of the device history report did not reveal any anomalies regarding the reported event against the product and lot combination. The investigation concluded based on examination on the fracture surface using scanning electron microscopy (sem) confirmed the stereomicroscopic observation, showing the initiation site at the edge of the stem along its lateral side. Near the initiation site stage I (stair-step) fatigue was revealed and it propagated through the cross-section, which was the cause of the stem fracture. On the medial side, another fracture initiation site was located, indicating the hip stem was under reverse bending stress. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.